Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a pedicle screw, surgeon inserted screw at l5 pedicle and the holding sleeve (03.632.036) stopped holding. Surgeon then used a different screwdriver and the threads on the first half of the sleeve broke off. Nothing broke into the wound. The broken piece was retrieved and discarded. Surgeon was able to complete the procedure with no harm to patient.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the first two threads on the distal end are partially broken off and the remaining threads have dents and burrs. The tip cannot be inserted into a screw due to the damage. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. An internal corrective action has been opened to address the root cause of this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This report is #1 of 1 for complaint (B)(4).